Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 162450, medical device expiration date: 2025-06-30, device manufacture date: (B)(6) 2020. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported needles clogged during flow check verbatim: consumer reported found needles clogged during flow check lot #: 0162450. Catalog#: (B)(4). Date of event: unknown thru the past 4-6 months. Samples status discarded. Consumer reported found needles clogged during flow check"

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication duing use. The following was reported by the initial reporter: "it was reported needles clogged during flow check. Verbatim: consumer reported found needles clogged during flow check. Lot #: 0162450; catalog#: 320550; date of event: unknown thru the past 4-6 months; samples status discarded. Consumer reported found needles clogged during flow check."